Event description:
It was reported that the user experienced a blood glucose of 252 mg/dl after lunch while using the ilet, and they attributed the elevation to the recent meal; they reported no issues with the infusion set or tubing, including no leakage or moisture at the site, and completed troubleshooting and education with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impact and no escalation of care. Investigation included a review of use conditions and user-reported device function through troubleshooting. Investigation of this case revealed no device malfunction or component issue based on user confirmation of normal tubing and site status and absence of alarms, with the event likely related to physiological or use-related factors associated with postprandial glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.